Event description:
It was reported that two shocks from the right ventricular (rv) lead failed to convert the patient's ventricular tachycardia (vt). The lead was explanted and replaced and a subcutaneous coil was also added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.